Event description:
It was reported the patient was not feeling well and had gone to the hospital. It was determined the patient had an infection. The patient's daughter had been told the ipg site was infected which caused an infection in the blood. She was also told the patient had a staph infection. The patient was treated with IV antibiotics and was reportedly doing better. It was also noted a neurosurgeon was consulted to address this issue. No further information is available at this time, follow-up pending.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.